Event description:
Balloon rupture

Manufacturer narrative:
As reported by our affiliate, during a shunt pta, the balloon ruptured at 8 atm on the first inflation of the device. There was no adverse effect to the patient. This product is available for testing and evaluation but the engineering report is not yet complete. Additional information will be submitted within 30 days upon receipt.